Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient arrived for scheduled wound check appointment, two weeks post implant. Patient reports having a fever for about one week after implant. Patient reports there is swelling around the implanted battery site, which was observed by clinic staff. Stimulation has not been turned on before this point, and was left off at doctor request. Issue was not resolved. Additional information received from the patient via the manufacturer representative reported that they had their device explanted right around christmas. The patient stated the swelling around the battery got worse and the wound began leaking. The patient was sent to the ER by her doctor where she was sent home with a bandage. She went back to the ER two days later with a staph infection at which point the device was explanted.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6). Implanted: (B)(6) 2023. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.